Event description:
On 03/7/07, a technician from the home healthcare company reported, "unit did not alarm when disconnected from patient. No patient harm was noted". Six days later, a respiratory therapist (rt) from the home healthcare company reported, "the patient became disconnected while in the hospital. This was a pediatric patient who turned blue while disconnected. The patient was bagged with color returning and switched to a different vent with no further problems". The ventilator settings were not known; however, the rt thought the nurses in the hospital commonly change settings. The rt also indicated that the low minute volume and low pressure alarm were turned down to eliminate nuisance alarms. Reportedly, the child remains in the hospital due to causes unrelated to event".